Event description:
The customer reported the 9800 system displayed a charger fail error. No pt was involved.

Manufacturer narrative:
The service rep removed and replaced the battery pack assembly. He tested the unit and tightened down the screws on the brake handles on the c. The unit operates as intended.